Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air bubbles in the patient line of a homechoice cassette. This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy. The cause of the air in line was unknown. The patient discarded the supplies and started therapy over with a new pd cassette set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.